Event description:
It was reported that the pt was experiencing a change in therapy effect with increased baseline spasticity. A volume discrepancy was noted with the actual residual volume of 17ml being greater than the expected residual volume of 1 ml. The pt had been doing fine before. It was later reported that the hcp performed a dye study/rotor study and was able to evaluate the proximal and distal ends of the catheter; no anomalies were identified. It was thought that the pt was started on oral baclofen. As the pt was still having no effect from the therapy, the cop decided to replace the catheter in 2009; the surgery was uneventful. The catheter was replaced with a two piece catheter and placed at the t4-t5 level as recommended by the treating hcp. The catheter was reconnected to the existing pump without problem. Prior to the replacement, the pump was programmed to 28 mcg/day. Subsequently, the pump was programmed to 100 mcg/day with a plan to titrate down. The pt left the hospital in good condition. The hcp planned to evaluate again in approximately a week.

Manufacturer narrative:
Results: other - used for the catheter.